Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as the issue occurred during setup of the pump and it had not yet been used for therapy. Reportedly, the customer would continue use of their current non-tandem pump until the replacement pump was received.